Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction alarm appeared again, and caller acknowledged instructions.